Event description:
In 2005, this pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracoabdominal aortic aneurysm. Further investigation revealed a second procedure in 2006 whereby a second gore tag thoracic endoprosthesis was implanted. The cause of the second procedure is unk. On february 17, 2009, gore was notified of pt death in 2008. The pt's death was due to profound cerebral edema causing anoxic brain injury. This occurred after an anaphylactic reaction to contrast dye administered for diagnosis of bloody stool.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.